Manufacturer narrative:
This complaint is not MDR reportable. This type of event renders the device unusable prior to use, requiring replacement. This should not lead to serious injury or harm.

Event description:
It was reported that bd micro-fine¿ insulin syringe with needle becomes exposed when you try to take the orange cover off of the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro-fine insulin syringe with needle becomes exposed when you try to take the orange cover off of the syringe. No serious injury or medical intervention was reported.